Event description:
At 1425 loud pop/sizzling sound heard by rt in hall. Rt immediately entered the room: vent had continious alarm screen blank, vent not operating. Vent attached to patient was removed and manual respirations done using ambu-bag. 2nd rt brought a different vent in, set it up and connected to patient. Patient's o2 sats remained stable. On the spot vent inspection: hot electrical odor back and sides warm to touch. No fluids present on floor, vent or around power outlet. Qrm inspection: vent electrical cord and plug in good condition, no darkened areas or sign of fire on vent, all vent connections in good condition. Wall power outlet in good condition and operable.